Event description:
Pump was reported to flow backward while infusing blood. The rate the pump was running at is not known and the tubing was immediately removed from the pump following this incident so it is not known if the tubing was correctly loaded. No medical intervention was required and no pt injury resulted per the risk mgr. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding age of pt.